Event description:
A (45 yr old female) in cardiac arrest; began cardiopulmonary resuscitation. Attempted auto-defibrillation, with a laerdal heartstart 3000qr defibrillator, and r2 pads 610 adult. The unit failed to clear past check electrodes. A physical and visible check of the unit was done, and the unit would still not analyze. The unit was turned off and cleared, a 2nd set of r2 pads 610 adult were then applied to the pt. The unit still would not analyze past "check electrodes." Cardiopulmonary resuscitation was continued.